Event description:
Information received indicated that pump was under infused.

Manufacturer narrative:
Investigation found that impact bent pump platen door. Pump passed 40 psi test and failed volumetric accuracy test. Per customer's denial, pump returns with no repair.